Manufacturer narrative:
Stimwave quality has investigated the details regarding a complaint resulting from a device erosion and skin irritation reported to stimwave on september 26, 2019, by territory manager. Immediately following notification, stimwave quality and the territory manager reviewed events preceding the issue. The patient had a permanent procedure performed on (B)(6) 2019, in which one (1) stimq receiver stimulator (stq4-rcv-a0) was implanted at the superficial peroneal nerve for leg pain. The territory manager confirmed that the implant procedure was performed in a sterile environment, sterile field handling protocols were used, the procedure was completed in accordance with the product instructions for use, and the sterile barriers of all product used were intact prior to implant. The procedure was completed without complication, and the territory manager maintained contact with the patient following implant. On (B)(6) 2019, the patient contacted the territory manager to report skin irritation at the pocket side. The patient was advised to visit the implanting clinician for evaluation. The patient visited the implanting clinician the same day following contact with the territory manager. The implanting clinician evaluated the wound site and noticed a device erosion at the pocket side. The proximal end of the received was protruding through the skin. The implanting clinician scheduled a revision procedure for (B)(6) 2019. The revision was performed on (B)(6) 2019. The procedure was completed without complications. The territory manager was present at the time of the revision. The territory manager reported the implanting clinician made an incision at the pocket side and drove the receiver deeper into the tissue. The territory manager believes that the device was not implanted deep enough at the time of the original procedure and it likely lead to the reported issue. The device remains implanted and the patient is doing well. The patient is still receiving therapy from their device. Stimulator erosion is a known adverse event for peripheral nerve stimulator and the stimq peripheral nerve stimulator (pns) system (receiver instructions for use, 05-00669-3, page 14) and is mitigated as far as possible in the product's risk management file. The source of the issue was not traced back to inadequate documentation of implant procedure, and the device did not fail to meet performance or safety specifications. The root cause of the complaint is not attributed to device failure, the inability of the device to meet performance or safety specifications, nor nonconformance to physical or functional device specifications. The root cause of the issue is attributed to the implanting clinician's technique when implanting the device. The device was not implanted deep enough into the tissue and subsequently lead to the reported event. The stimwave product was not the source of the issue. Corrective action is not required to remedy the root cause of the complaint. The device did not fail to meet performance or safety specifications. Stimwave has confirmed that the issue is a known adverse event, mitigated as far as possible, and documented in stimwave's risk management files. Stimwave was in constant contact with the territory manager from september 26, 2019, onward regarding the complaint and the root cause investigation. The source of the issue is attributed to the implanting clinician's technique. Stimwave has informed all parties that the product was not the source of the issue. In compliance with medical device reporting requirements and responsibilities, stimwave quality and its chief medical officer have determined that this issue is considered reportable as device protrusion through the skin can lead to an injury, and medical or surgical intervention may be required to preclude permanent impairment or damage. Stimwave has reported this as an adverse event to the united states food and drug administration (FDA) on october 21, 2019.

Event description:
Stimwave quality has investigated the details regarding a complaint resulting from a device erosion and skin irritation reported to stimwave on september 26, 2019, by territory manager.